Event description:
It was reported by the rep that the (1) mcs20 was used during an open left breast biopsy procedure. It was reported that the clip applier would only free every other squeeze. The clips allegedly would form correctly but not fire correctly. The scrub pulled another mcs20 and the case was finished without incident. There was no pt consequence.